Event description:
It was reported that the user experienced hyperglycemia with blood glucose readings around 380 mg/dl and later 370 mg/dl, initially associated with a cartridge not fully connected and subsequent repeated ¿unable to proceed¿ alerts during fill tubing on the ilet; the user later completed a full supply change successfully after a dry run and new supplies. Symptoms included vomiting, with the user attributing this to prior apple juice intake, and no other stated symptoms. Outcomes included use of backup therapy per the healthcare provider¿s action plan and continued cgm monitoring. Investigation included customer support troubleshooting, multiple rewinds, dry run motor checks, and guided full supply changes with new cartridge, adapter, and steel infusion set. Investigation of this case revealed that a misconnected or incompatible disposable component and device alerts during fill tubing impeded insulin delivery until successful replacement of disposables and setup. It was concluded, based on previously established findings for similar reports, that the cause was a component failure related to the cartridge interface.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.